Event description:
It was reported that directly after turning on the oxygen cylinder a darting flame occurred at the pressure reducer. The cylinder has been closed immediately. No injury was been reported, no pt involvement.

Manufacturer narrative:
The concerned pressure reducer is a drager alduk and was requested for investigation, but not yet received. The investigation results will be reported in a follow up report.